Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of a cardiac resynchronization therapy defibrillator (crt-d) system, a right atrial (ra) lead re positioning was required. While attempting to revise the ra lead, the physician "backed the device setscrew out too far." The physician was able to re-engage the setscrew with no apparent damage to the grommet. The ra lead was attached and atrial oversensing was noted. The lead was removed from the header, the header was flushed, the lead was cleaned and reinserted into the header and screwed down. Full insertion of the lead was confirmed by a lead tug test. However, when the physician "lightly contacted" the device, noise and oversensing were again observed on the atrial channel. A lead/device connector issue was suspected. The device was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.